Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable was the root cause of the reported malfunction. The cable was replaced and the issue was resolved. The umbilical cable was received by the manufacturer for evaluation. Analysis confirmed the reported failure per the return tag " frame rate errors." Failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test failed, showed opens between lines 7 and 8. Both gbit an 100t testing were performed using a cable validator-nt900. Passed visual inspection. The root cause of the reported issue was confirmed to be a communication failure in the umbilical cable. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system mobil view station (mvs) displayed a frame rate error. It was reported that the umbilical cable was disconnected and reconnected without resolution. A 3d spin could not be completed. The use of the imaging system was discontinued because of this issue and the procedure was completed successfully with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.

Manufacturer narrative:
(B)(6).